Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during the fill tubing. Customer's blood glucose was 500 mg/dl. The customer does not recall any significant events leading to the alarm. Customer stated that they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer does not wish to troubleshoot for her no delivery or high blood glucose.

Manufacturer narrative:
The insulin pump passed the self test, prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump had operating currents within specification and no low battery alert was noted. No unexpected no delivery alarm or motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.